Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 displayed incorrect and jumble images and thumbnail representatives of images. There was no adverse pt involvement reported. There was no pt information reported.